Event description:
During the last count of instruments following a cesarean section, the doctor noted the tip of a forceps to be missing; a stat x-ray was ordered and performed of the lower abdominal area. No forceps tip was reported to be seen on x-ray. Device #057 250 by weck USA.